Event description:
As reported, during an inferior vena cava (ivc) filter retrieval procedure, the tip of an amplatz stiff support wire guide unraveled. Access was obtained at the internal jugular (ij) vein to target the inferior vena cava (ivc). The patient's anatomy was not stenosed, tortuous, calcified or scarred. The wire was not altered from its original condition prior to use and resistance was not felt upon insertion of the wire. Upon removal of the wire through an unspecified sheath, the "distal flopping tip of the wire casing uncoiled". The wire was removed from the sterile field and another wire was used to complete the procedure. The wire was not manipulated backwards through a needle or other metal instrument during the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address - name: (B)(6). G4: PMA/510(k) # - k171764. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an inferior vena cava (ivc) filter retrieval procedure, the tip of an amplatz stiff support wire guide unraveled. Access was obtained at the internal jugular (ij) vein to target the inferior vena cava (ivc). The patient's anatomy was not stenosed, tortuous, calcified or scarred. The wire was not altered from its original condition prior to use and resistance was not felt upon insertion of the wire. Upon removal of the wire through an unspecified sheath, the "distal flopping tip of the wire casing uncoiled". The wire was removed from the sterile field and another wire was used to complete the procedure. The wire was not manipulated backwards through a needle or other metal instrument during the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection was conducted as well. The complaint device was returned to cook for investigation. The wire guide was unraveled at approximately 6.2cm from the distal tip, with the elongation starting at the solder joint. No other damages were noted. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU was reviewed, and the customer followed all relevant instructions related to this failure. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, returned device, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.